Event description:
Near the end of a CABG x 4 and mitral valve repair, the hard plastic housing of the extension set on the tubing cracked and caused an intake of air, which caused the patient's mac distal port to back bleed profusely on to the floor. This occurred after the cellsaver blood was infused. The certified registered nurse anesthetist (crna) had difficulty finding the leak and had to contaminate herself doing so. The leak was so profuse, she got blood on her gown and bare skin, resulting in an exposure. Earlier in the case the tubing was twisting/kinking off between the blue injection ports. The cell saver blood, approximately 700-800ml was running in by gravity, and no pressure bags were being used. The extension set and tubing had been in use since the start of the surgery, approximately 9 hours. Manufacturer response for extension set with 4 way stopcock and 2 one way valves, extension set (per site reporter): will investigate when receive device.